Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an issue in which the luer connector snapped off inside the device. The patient was initially unable to locate one of the broken pieces. The patient was advised to attempt removal using needle-nose pliers when available and to call back if unsuccessful. The patient later reported that he was able to remove the broken connector and replace his supplies without further difficulty. At the time the connector broke, the patient¿s blood glucose was approximately 195 mg/dl, and it was in the low 200s when he changed the supplies. The patient requested guidance on inserting contact detach infusion sets and asked to receive additional sets while awaiting his next shipment. Replacement infusion sets were arranged. A lot number was not available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.